Event description:
The customer stated an architect i2000sr analyzer generated error code 1007, unable to process test, when reaction vessels of lot 69058p100 were in use. This issue was resolved with the implementation of a new lot. In addition, discrepant cea results were generated. There was no adverse impact to patient management reported.

Manufacturer narrative:
Concomitant medical products: analyzer. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The angioguard was advance for treatment of the lesion and the precise stent was deployed. While trying to remove the angioguard, the physician noted that the device was stuck and was not able to retrieve the device. Initially, there were no anomalies noted under fluoro that was prohibiting the retrieval of the device; therefore, another angle was captured under fluoro and the wire was observed looped inside the artery and wire was trapped between the artery wall and the deployed precise stent. The wire was somehow looped in a w shape in the lesion before the stent was deployed; however, this was observed under fluoro prior to the deployment of the precise stent. The event was documented as a user error. The patient was taken to surgery and the precise stent and the angioguard were surgically removed. The patient received carotid surgery and was discharge two days later. There was no noted neurological deficit. The patient had a major adverse event during a repeat carotid revascularization in 2009. This was a contralateral procedure. The revascularization was documented as not successful. This was an emergent case for a stent revascularization. The lesion site was the left proximal and ostium internal carotid artery. The event was documented as related to the index procedure and cordis device. There were no reported malfunctions of the precise stent. The stent was deployed at the intended location. The lesion was severely tortuous, with vessel tortuosity of >=90% degrees. The vessel tortuosity was within 5 cm and contained >=2 bends. The stent segment was 40 and the reference diameter is 5.0. The lesion quantitative lesion calcification was moderate. The percent stenosis was 80 and the lesion length was 22. The lesion upon visual was concentric and circumferential. The lesion was eccentric.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.